Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle clog on lot # 9294861. A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (pen needle, needle clog) was captured and addressed appropriately investigation summary: customer returned (42) 4mm, 32g pen needles (3 open without the tear drop label or inner shield, 39 open) from lot # 9294861. Customer states that there is no insulin flowing during priming. All open samples and 30 sealed samples were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow during priming. The following information was provided by the initial reporter: material no: 320122, batch no: 9294861. It was reported no insulin flowing during priming.